Event description:
It was reported that noise was observed on the rv lead and upon review of the electrogram noise marked with pacing inhibition was confirmed. Patient was asymptomatic. Noise was unable to be reproduced in clinic on the ventricular channel but was observed on the discriminatory channel. No plans to make programming changes were decided and the issue and the patient will be closely monitored.